Event description:
It was reported that during an unk procedure, stapling of the pulmonary vein, the staples do not close completely and some are open. The surgery was not delayed and was completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/26/2024 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 432c97, and no non-conformances were identified.